Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 110mg/dl. Troubleshooting was performed. Reviewed the basals, bolus history, time and date. All the programming on the insulin pump was correct. The alarm history showed an alarm. Ran a self-test and passed. Perform a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.